Manufacturer narrative:
Additional information: no difficulties were noted when removing the protective sheath from the device. The indeflator was in neutral position, during delivery of the device. The procedure was completed with another stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity drug eluting stent to treat a moderately tortuous, mildly calcified lesion in the ostium of the right coronary artery. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that stent dislodgement occurred during delivery to the lesion. The physician went to inflate the stent and then deflated the balloon and noticed that there was no stent. The lesion was at an angle and the physician had to bring the stent back into the guide several times due to lack of support, it is reported that this may be why the stent dislodged. No intervention was carried out. The physician scanned the patient from trunk to head but the stent could not be found. The patient is alive without injury.